Event description:
The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. This report is submitted on december 22, 2020.

Manufacturer narrative:
This report is submitted on 18 november 2020.

Event description:
Per the clinic, the patient experienced skin breakdown and extrusion and underwent skin revision surgery, the patient also presented with an mrsa infection and was treated with oral antibiotics. Explant and re-implantation is planned but has not taken place as of the date of this report.